Event description:
The customer reported that during a moca ablation procedure, and after positioning the catheter in the vein, and setting up the equipment to begin the ablation, they started the treatment and noticed the catheter tip did not rotate. They checked repeatedly to ensure everything was properly connected and decided to remove the catheter to test it outside of the patient. Upon examination, they observed that indeed the catheter tip did not rotate, and polydocanol leaked from its distal end. They opened another set of equipment to proceed with the procedure.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device for evaluation. The motor did not activate. The reported issue of the device not spinning has been confirmed. It is unknown if this moisture damage was present prior to the device arriving at the customer or if the leak mentioned in their report caused the failure. The motor of the device was found to not activate, and the catheter was observed to leak. This complaint will be used to trend for similar complaints. A search of the complaint database was performed, and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. If additional information becomes available, a follow-up report will be submitted.